Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer reported she was hospitalized due to high blood glucose back in (B)(6) 2016 for three days. The customer's blood glucose was unknown. The customer declined to speak with a representative.